Manufacturer narrative:
Sc-1132 sn: (B)(4). The returned implantable pulse generator (ipg) was analyzed passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent an explant procedure. Device malfunction suspected. No further information obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure. Devic malfunction suspected. No further information obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.